Manufacturer narrative:
Device was received and visually inspected on 11/23/2009. Pump and power supply are being shipped to the original equipment MFR (OEM) for further investigation. Additional info will be provided in a supplement report once detailed investigations have been completed.

Event description:
In 2009, it was reported that the pt sustained the following injuries: 1st degree burn to right lower thorax, 2nd degree burn to right ear and a burn of undetermined degree to actual wound site being treated by the npwt at right ischium. Tissue was blackened and then sloughed. Pt is currently in a local hospital on anti-biotic therapy and yesterday morning went to the operating room to have the burnt right ischial wound debrided. Based on an initial visual inspection of the unit and associated power supply, it is apparent that the event described occurred at the power supply brick. Pump and power supply are being shipped to the original equipment MFR (OEM) for further investigation.